Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off when taking a blood pressure reading during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The reported issue is patient related, however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device powered off when taking a blood pressure reading during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The reported issue is patient related, however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported defibrillation could not be conclusively determined.